Event description:
Tech alleged that both the left and the right intermediate side rails will not latch. No pt impact.

Manufacturer narrative:
The tech found the cause to be that both the left and the right siderails center arms have a sticky fluid in them causing the siderails not to latch. The tech took both the left and the right siderail center arms apart cleaned them and lubricated them to resolve the issue.